Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: persona stemmed tibial component, catalog #: 42532006702, lot #: 63751110, person all polyethylene patella, catalog #: 42540000032, lot #: 63544340, persona fixed bearing articular surface, catalog #: 42522400412, lot #: 63695654, person posterior stabilized femoral component, catalog #: 42500605802, lot #: 63629058. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 3007963827 - 2018 - 00024.

Event description:
It was reported that there was stem disassociation. There has been no revision procedure reported to date. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). The product has not been returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that there was stem disassociation.